Event description:
The bd blunt plastic cannula was used to admin IV fluids through a double lumen. After ativan was admin the nurse removed the syringe from the y site of IV tubing, but the blunt plastic cannula separated from the syringe barrel and remained in the y site of tubing. The gravity of the open site created retrograde pressure allowing bleeding to occur and spill onto floor. The pt received and IV push for a loss of blood pressure.

Manufacturer narrative:
Since device is not available for evaluation, it is not possible to determine if the cannula malfunctioned and was the cause of this incident or if the user failed to attach the cannula to the syringe securely prior to use. There are no significant trends on this product line for this type of defect.